Event description:
On (B)(6) 2016, a 25 mm epic valve was implanted. On (B)(6) 2017, stenosis of the valve was noted during a follow-up visit. On (B)(6) 2017, the valve was explanted and replaced with a 23 mm masters series valve. The patient is reported to be recovering post-surgery.

Manufacturer narrative:
The results of this investigation indicated there was outflow thrombus on all three cusps. Cusps 2 and 3 contained fibrous pannus ingrowth, and there was a tear in the free edge of cusp 1. Cusp 2 was fibrotically thickened. No acute inflammation or significant calcifications were present in the valve. There was no evidence found to suggest the cause of the thrombus, pannus, fibrin, or tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.